Manufacturer narrative:
Corrected information: narrative text. Additional information received indicated the previously reported regurgitation was paravalvular leak (pvl). Per the patients physician, severe aortic insufficiency with development of refractory chf. At the 4-year follow-up visit, mild-moderate aortic valve regurgitation was noted and the patient was nyha class I. No valve malfunction was reported during the 4-year follow-up visit. Attempts to gather additional information regarding this event were unsuccessful. Medical records, the death certificate, autopsy report and echocardiogram reports were not available for review. Per the instruction for use (IFU), congestive heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patients risk of suffering from chf include obesity, advanced age, and a history of smoking. Per the instruction for use (IFU), congestive heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patients risk of suffering from chf include obesity, advanced age, and a history of smoking. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the severe pvl and subsequent death 4 years and 10 months post valve implant cannot be confirmed. It is possible that the patients advanced age and underlying co-morbidities (aortic stenosis, nyha class ii or greater), in addition to the mechanisms described above may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Attempts to gather additional information regarding this event were unsuccessful. Medical records, the death certificate, autopsy report and echocardiogram reports were not available for review. Per the instruction for use (IFU), congestive heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's s risk of suffering from chf include obesity, advanced age, and a history of smoking. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the exact cause of the chf, severe aortic insufficiency and subsequent death 4 years and 10 months post valve implant cannot be confirmed. It is possible that the patient's s advanced age and underlying co-morbidities (aortic stenosis, nyha class ii or greater) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners clinical trial, the patient expired four years and ten months post implant of a 23mm sapien valve. The patient passed away at home while on hospice care. The patient's death, reported by a family member, was reported to be from "valve complications". No additional information was provided. (B)(6) record review revealed no hospitalizations were reported for this patient since the valve implant. At the 4-year follow-up visit, the patient was noted to be nyha class I. Mild-moderate aortic valve regurgitation was noted. Per the patient's physician, the patient had "severe aortic insufficiency with development of refractory chf". No echocardiogram reports were provided for review. The native annular diameter measured 20mm by tee with a calcified aorta, calcified stj and calcified native leaflets.